Event description:
Four nurses reported that the needles were flimsy, samples are difficult to draw, unable to get air out of needle which causes the needle to retract, needles take longer to prefill, and while in, pt's are having to apply too much pressure to cause retraction.